Event description:
The customer reported obtaining erroneously elevated access troponin I (accutni) results for two patients over 2 days involving the access 2 immunoassay analyzer portion of the synchron lxi 725 system. This report is for the event which occurred on (B)(6) 2013. Please see medwatch #2122870-2013-00114 for the report of the event which occurred on (B)(6) 2013. Initial patient result of 8.97 ng/ml was obtained on (B)(6) 2013. The sample was repeated on an alternate access 2 analyzer and an elevated result of 26.91 ng/ml was obtained. The customer reran the sample on the original instrument and a result of 8.91 ng/ml was obtained. It is unknown of which result was released out of the laboratory. The customer indicated that only results which fit the clinical picture of the patient were released out of the laboratory and the doctors did not question the results. There was no injury, death or affect to patient treatment in connection with this event. The customer called beckman coulter to question the precision but not the accuracy of the results. The customer runs one level of troponin I quality control (qc) every 8 hours and all three levels of troponin I qc every 24 hours. The customer indicated no qc issues were noted during the event. The samples were collected in lithium heparin tubes and spun for 5 minutes at 4500 rpm at room temperature. The customer declined service and beckman coulter field service engineer (fse) was not dispatched for this event. The customer indicated to the customer technical support (cts) over the phone that beckman coulter was contacted simply to report the results. The customer did not require additional service or troubleshooting in connection to this event. Access accutni reagent part number a78803 was used in conjunction with the analyzer. The reagent's lot number was not provided by the customer.

Manufacturer narrative:
Conclusions: there is not enough evidence to determine a specific cause of the event.